Manufacturer narrative:
We checked the returned unit and confirmed that the foggy image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the bending rubber broken, the insertion flexible tube (ift) scratched, the remote control buttons malfunction, the remote control buttons frayed, the light guide cable buckled, the light guide cable(connector) cut, and the light guide cable(long) cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).